Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 71 year-old male with a recent diagnosis of persistent atrial fibrillation was scheduled for an outpatient transesophageal echocardiography-guided electrical cardioversion. Transesophageal echocardiography demonstrated a severely reduced ejection fraction of approximately fifteen percent, and cardioversion was performed. Following the procedure, the patient experienced pulseless electrical activity cardiac arrest and required three rounds of cardiopulmonary resuscitation before return of spontaneous circulation was achieved. The patient was endotracheally intubated and started on vasopressor and inotropic therapies for hemodynamic support. After clinical evaluation by the treating physician, the patient was transported to the cardiovascular laboratory for right heart catheterization and placement of an impella cp device for circulatory support. The impella cp device was successfully implanted following best practices without noted complications, and the patient was transferred to the intensive care unit. The patient remained hemodynamically stable with continued presence of atrial fibrillation with rapid ventricular response. The patient was later transferred to the cardiovascular intensive care unit for continued monitoring. On the third hospital day, continuous renal replacement therapy was initiated. Weaning of the impella cp device began on the sixth hospital day, and the impella cp was successfully weaned and removed on the seventh hospital day. Atrial fibrillation was pre-existant and will thus not be coded to the impella cp. Renal failure will conservatively be coded to the impella cp. No device malfunction was reported, and all device-related management decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae (renal failure) : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.